Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified no visual damages and tissue/bone cement are still attached to the back of the implant. No other information can obtain from the picture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Provided medical record shows no complication during primary surgery. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: x-rays contain plate and screws along the femoral shaft which would have been post-femur fracture fixation and prior to spacer implantation. However, it was not sent to further evaluation. This information confirms the bone fracture, but cannot confirm dislocation claim. A definitive root cause cannot be determined. Per package insert, nexgen cr-flex and lps-flex gender solutions female (gsf), knee femoral components: bone fracture, dislocation is known adverse effect of this system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: art surface item # 00595205014 lot # 61539884. Tibial component item # 00598005701 lot # 61748215. Head screw item # 00579104100 lot # 61769762. Patella item # 00597206538 lot # 61554056. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is against hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05049.

Event description:
It was reported that the patient had a right total knee arthroplasty; subsequently after the procedure the patient¿s right femur was dislocating and fracture. No additional patient consequences were reported. Attempts have been made and no further information has been provided.